Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic with complaints of dizziness. Upon examination, the patient's right ventricular (rv) lead was found to have exhibited over-sensing of noise, and the physician suspected rv lead damage. Corrective programming changes had been made, and additional surgical intervention was discussed. The patient was reported to be stable.

Manufacturer narrative:
The reported events of lead noise and lead damage were confirmed. As received, a complete lead was returned in three pieces. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported events was due to external insulation abrasion and to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Manufacturer narrative:
Correction: b1: field should be marked with both "adverse event" and "product problem" correction: b2: field should be marked "required intervention to prevent permanent impairment/damage (devices) " correction: b5: description should reflect surgical procedure. Correction: h1: field should be marked as serious injury correction: h6: codes should reflect additional surgery.

Event description:
It was reported that a patient presented in-clinic with complaints of dizziness. Upon examination, the patient's right ventricular (rv) lead was found to have exhibited over-sensing of noise, and the physician suspected rv lead damage. Corrective programming changes had been made, and additional surgical intervention was performed. The patient was reported to be stable.